Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk -screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients who underwent anterior-only multilevel cervical 4 decompression and instrumented fusion for degenerative disease. Based on the retrospective data review of historically treated patients, the following have been identified as the reported complications: complications: 13 patients had pseudoarthrosis. 4 patients had cervical haematoma. 3 patients had c5-palsy with recovery. 1 patient had csf leakage. 1 patient had severe postoperative delirium. 1 patient had keloid scarring. 1 patient had symptomatic screw loosening with retraction. 5 patients had chronic dysphagia. 2 patients had recurrent laryngeal nerve (rln) palsy with persistent hoarseness. 3 patients had rln palsy with recovery. Reoperations: 10 patients had posterior instrumented spinal fusion (psf) for non-union with/without. Symptomatic adjacent segment disease (sasd). 6 patients had anterior/posterior extension of fusion for asd. 4 patients had anterior hematoma evacuation. 1 patient had re acdf procedure for nonunion. 1 patient had re acdf procedure for asd. 1 patient had repair of csf-leak. 1 patient had early redecompression c4-6 for sever c5-palsy. 1 patient changed loosened anterior screw of c3. Revisions: 8 patients had early revisions (<1 month). 10 patients had late revisions (>1 month). Symptomatic adjacent segment disease: 51 patients had symptomatic adjacent segment disease-any level. 51 patients had asd at upper instrumented level (uiv). 24 patients had asd at lower instrumented level (liv). This report is for depuy spine skyline. This report is for (1) unknown screws. This report is 4 of 4 (B)(4). The complaint involves 44 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 5 separate complaints as listed below: (B)(4). This complaint will include 10 devices - 5 plates and 5 screws (1st pc). (B)(4). This complaint will include 10 devices - 5 plates and 5 screws (2nd pc). (B)(4). This complaint will include 10 devices - 5 plates and 5 screws (3rd pc). (B)(4). This complaint will include 10 devices - 4 plates and 6 screws (4th pc). (B)(4). This complaint will include 4 devices - 2 plates and 2 screws (5th pc). For the overall complaint, adverse event review activity, mdv activity, and additional information request activity will be documented in (B)(4). (1st pc).